Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision surgery to remove 4 quattro link sp anchors. No other patient harm was reported.